Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and indicated a right ventricular lead integrity alert occurred and the impedance on the right ventricular pacing lead was beyond the expected lower range. It was further noted that oversensing occurred due to non-physiologic signals/ sic (sensing integrity counter).

Event description:
It was reported there was a warning for low tip to coil lead impedance. A device check was performed and short interval counts (sic) was present. Technical support review of device data was performed and identified intermittent low impedance tip to coil and tip to ring. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.